Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) recommended reseating sterile adaptors on all universal surgical manipulators (usm) and ensure that there is no drape interference and to replaced drape if issue continued. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer had non-intuitive motion on universal surgical manipulator (usm2). The customer stated that usm1 and usm2 were rubbing when the drive access was lowered. The customer stated that prior to calling in, they tried another instrument and issue seemed better. Technical support engineer (tse) recommended reseating sterile adaptors on all usms and ensure that there is no drape interference. Tse also recommended replacing drape if issue continued. No logs were uploaded in artemis. Customer continue with the procedure and completing as planned with no indication of patient injury.